Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for episodes of t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead also exhibited small r-waves. The rv sensitivity settings were re-programmed. It was also noted that there were episodes of oversensing from electromagnetic interference (emi) due to the patient's use of a leaf blower. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.